Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. A pairing test was performed and the test passed. Functional testing was performed and the test failed. The reported event of a low transmitter battery was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a low transmitter battery. No injury or medical intervention was reported. Additional event or patient information is not available. Data was returned for evaluation. Data investigation could not confirm the low transmitter battery, however, a transmitter failure error was observed. The reported event could not be confirmed. A root cause could not be determined.